Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with foreign matter in the tube. The following information was provided by the initial reporter, translated from (B)(6) to english: in the process of blood collection, when the package was opened, it was found that there was unknown foreign matter in the tube, so another blood collection vessel was used again.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with foreign matter in the tube. The following information was provided by the initial reporter, translated from chinese to english: in the process of blood collection, when the package was opened, it was found that there was unknown foreign matter in the tube, so another blood collection vessel was used again.